Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history

Event description:
Device 1 of 2. Reference MFR report #1627487-2018-01946. It was reported that the supraorbital leads were protruding from the patient's forehead. As a result, surgical intervention was undertaken wherein the supra-orbital leads were explanted.

Event description:
Device 1 of 2: reference MFR report#1627487-2018-01946. Additional information received identified that the issue of lead erosion resolved.